Manufacturer narrative:
The pod was received with the soft cannula fully deployed. A tear was observed on the exposed portion of the soft canula. This tear prevented fluid from flowing through the complete fluid path during the investigation. It could not be determined when this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod between 4 and 24 hours on the arm. For treatment, the patient changed out the pod and gave correction boluses.